Manufacturer narrative:
Additional information: h6 (update codes), h11. Correction: b5. B5: the event occurred during patient infusion. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq lvp not infusing from the secondary bag during testing occurred in the neurosurgical intensive care unit. Registered nurse set up secondary bag (ceftriaxone) into primary bag (ns) and made sure secondary bag started to run before leaving the room. Secondary bag (ceftriaxone) was set to run at 200 ml/hr for 30 mins per order. Nurse then heard the pump beeping later and saw the primary bag was completely dry and secondary bag still has half left. The pump ran half of the secondary bag and somehow stopped and then run the primary bag till dry. There was no report of patient injury or medical intervention associated with this event. No additional information is available.